Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
During the transfemoral tavr for a 23 mm sapien 3 valve, central aortic regurgitation (ar) occurred and resulted in a valve-in valve procedure. After the valve was deployed with nominal volume an echo showed that the central ar was moderate. As the guide wire was manipulated, suspecting the location of the wire caused the central ar; however, there was no change. Post-dilation was executed with nominal volume. Echo revealed unchanged moderate central ar. As it was indeterminable that either the guide wire was causing ar or the valve dysfunction, guide wire was removed. Moderate central ar remained. As angiography revealed significant central ar, the valve in the valve was executed. The second valve was deployed at a higher position than the first valve. Echo confirmed that the central ar was trivial. Pvl was mild and the procedure was closed. Per the fcs, the calcification at the annulus was mild and not asymmetric; angiography did not reveal deformation of the valve. The perioperative echo was reviewed by the physician and there was no significant valve dysfunction; however, the "jet" ar was observed. Valve inflation was executed slowly as instructed. Although the operator who was holding the guide wire mentioned that the guide wire may have contributed, the detail was unknown.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, investigation conclusion. Correction to h8. The 23mm sapien 3 valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for deployed valve exhibits central regurgitation was unable to be confirmed as no imagery/medical record was provided for evaluation. A review of DHR did not indicate any manufacturing nonconformance that could have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at the time of implant include valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/post-dilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural-related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. As reported, "as the central ar was moderate, guide wire was manipulated, suspecting the location of the wire caused the central ar; however, there was no change. Post-dilation was executed with nominal volume. The echo revealed unchanged moderate central ar. As it was indeterminable that either the guide wire was causing ar or the valve dysfunction, guide wire was removed. Moderate central ar remained. As angiography revealed significant central ar, valve in valve was executed" and "although the operator who was holding the guide wire mentioned that the guide wire may have contributed, detail was unknown". In this case, due to limited information and the unavailability of imagery, a conclusive root cause is unable to be determined at this time. However, it was likely related to the patient or procedural factors at the time of the implantation, so the technical summary is applicable to this event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.